Manufacturer narrative:
A ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.